Event description:
Allegedly the patient complained of chronic pain. It is not known when the fracture happened.

Manufacturer narrative:
Investigation is not complete; report will be updated when complete. Trends will be evaluated. This event occurred in (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.